Event description:
During a procedure, the physician attempted to deploy stent in the ostial lm. When the physician increased the pressure on the balloon, and the balloon did not inflate. Then it was noticed that there was a small hole in the balloon and the contrast media was flowing out. The stent was deployed successfully to overlap another stent in the lm, distal to the ostium. There was no pt injury.